Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced an occlusion alert and elevated glucose following an infusion set supply change, using contact detach 23" steel infusion sites on an ilet system, with continuous glucose monitor (cgm) initially reading 281 mg/dl and glucose normalizing after replacing supplies; the event was associated with obstruction of flow and implicated the connector/coupler component. No adverse clinical symptoms associated with hyperglycemia reported followed by return to range. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed deformation problems consistent with an obstruction of flow, with the connector/coupler identified as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.